Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint. (B)(4). Device was returned without the coil attached, therefore it is unknown if the coil was detached in the patient. Very limited information was received. The coil was not returned. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. It should be further noted that as reported in the complaint, ¿¿the dcs syringe (lot unknown) pressurized as intended and was used for the other coils after the encountered event without any issues¿.¿ as this device uses an electro-mechanically detachment method with a dcb and not a pressurized syringe as stated in the complaint description. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported damage of the coil not being returned and the outer sheath has been found to have melted and pooled proximally. Unreported damage of the device positioning unit (dpu) receiving electrical energy from the dcb and detaching the coil and melting the outer sheath covering the resistive heating coil was found. The outer sheath has pooled proximally most likely from an air detachment or possibly, but not likely while being advanced inside the unidentified microcatheter. The device positioning unit (dpu) passed electrical testing with resistance at 52.8 ohms (range 48.5/56.0) and the enpower and cable systems ready green light illuminated (IFU). No manufacturing defects were found. The complaint of the coil¿s non-detachment is not confirmed. The dpu passed electrical testing and the coil was detached by the end user, therefore the root cause of the coils non-detachment cannot be determined. The circumstances of why, how, and when the coil was detached by the end user cannot be determined, however the detachment was either an air detachment for testing purposes by the end user or possibly while being advanced inside the unidentified microcatheter which in either case caused the melted outer sheath to pool proximally from an electrical energy charge from the unidentified dcb when the detachment button was pushed. In addition, without the return of the complete detachment system, the coil, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil¿s non-detachment is not confirmed. The dpu passed electrical testing and the coil was detached by the end user, therefore the root cause of the coils non-detachment cannot be determined. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Review of the information does not suggest what factors may have contributed to the reported event. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.

Event description:
It was reported by the contact at the user facility that during the procedure deltapaq cere coil (cdf10015230/c28391) failed to detach. The procedure was coil embolization of an aneurysm at the middle cerebral artery; the aneurysm was a size of 3.5mm * 4.2mm with a neck width 1.6mm. It was reported that the surgeon was unable to detach the fourth coil; the surgeon withdrew the coil and tested it outside the patient body, the coil detached. A new coil was used to complete the procedure. There were no damages noted on the coil, coil delivery system or the detachment system prior to use or after the reported event. The dcs syringe (lot unknown) pressurized as intended and was used for the other coils after the encountered event without any issues. There was no report of patient injury. No further information is available.